Event description:
It was reported that the pump was removed due to infection. Symptoms included redness and pocket erosion. The primary location of the infection was the device pocket; cultures revealed methicillin-resistant staphylococcus aureus (date not reported). The pt was treated with both intravenous and oral antibiotics and the infection resolved; the pt did not have meningitis. Prior to implantation of the device, the pt had risk factors debilitated status and extreme thinness. The pump was used to deliver lioresal. The device was explanted.